Event description:
Patient called alleging that meter is giving false high readings. Patient tested on their meter and obtained a 7.9 mmol/l. Less than 10 minutes later, they tested on a new ultra meter and obtained a 6.0mmol/l (invalid comparison). Patient did not experience any symptoms at the time of testing. The test strips were not expired and were in good condition. The technique of applying blood was done properly. Control solution test was done twice on their meter and it fell out of range twice. They tested on the new ultra and control fell out of range: 9.4 and 9.9 (6.1-8.2). With a new vial of test strips with the same lot # control was done and obtained 8.0 and 8.5 (6.1-8.2). Patient then did a control solution test using the new ultra meter with the same test strips and obtained a 7.7 (6.1-8.2). Ccr is replacing the ultra meter for patient.